Event description:
An endurant stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm approximately 41 months ago. Aneurysm and vessel morphology from the time of implant were not reported. A CT done approximately two months ago noted that the iliac extension has migrated with a possible type iii endoleak separation between the bifurcated stent graft and the ipsilateral extension. The contralateral limb has separated from the gate; however, an endoleak could not be confirmed. The patient was treated with an endurant iliac extension stent graft (B)(4) to successfully bridge between the migrated components. The procedure went well. It was reported that the cause of the event is due to insufficient overlap between the components combined with the stent graft limbs crossing over each other. In this case it seems that the second limb is like a spiral around the ipsilateral limb. No additional information and provided. No clinical sequelae were reported and the patient is fine. Review of films at implant show that the ipsilateral limb and extension were placed into the right iliac. There appeared to be insufficient overlap between the ipsilateral and extension (approximately 1.5cm). The contralateral and contralateral extensions were placed in the left iliac. There was good overlap at the gate, but the contralateral extension was only overlapping the contralateral limb by approximately 1.5cm. Follow-up images did not show any obvious stent graft issues. Follow-up cta show that significant aneurysm morphology and stent graft appearance changes. The ipsilateral extension has separated from the ipsilateral limb, with a type iii junctional endoleak. The origin of the contralateral limb is highly angulated; although no endoleak is seen at the contralateral gate or along the contralateral limbs. It is unclear if the limbs had migrated. The cause of the type iii endoleak appears to be insufficient overlap at implant, in combination with aneurysm morphology changes.

Manufacturer narrative:
(B)(4), method: (film). Results: inherent risk of procedure (endoleak, stent graft migration), patient's condition affected effectiveness of device (angulated iliac arteries, aneurysm morphology changes), incorrect technique/procedure (insufficient stent graft overlap). Conclusion: device failure/lack of effectiveness related to patient condition (angulated iliac arteries, aneurysm morphology changes), operational context contributed to event (insufficient stent graft overlap).